Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have outdated pcb, power switch, and front cover, as well as a cracked tank cover. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device was filled with water and powered on, confirming the reported customer complaint. Water was noted to be leaking from cracks in the tank cover- resulting from overtightening of the screws. The problem source has been determined to be user interface.

Event description:
Information was received device was leaking. No patient involvement.